Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was experiencing blood glucose running from 49 mg/dl to 300 mg/dl. It was also reported that the insulin pump had depleted battery life. It was reported that the reservoir compartment and battery compartment were cracked and difficult to replace batteries. It was reported that the insulin pump alarmed no delivery. The insulin pump will not be returned for analysis.